Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on, (B)(6) 2014, the patient was pre-operatively diagnosed with, lumbar stenosis, l4-l5. Lumbar spondylolisthesis, l4-l5 and underwent the following procedures, complete lumbar laminectomy, facetectomy, complete bilateral foraminotomy, l4-l5 for decompression of stenosis. Posterior lumbar interbody fusion through transforaminal interbody fusion (tlif) approach, l4-l5. Posterior pedicle screw instrumentation using polyaxial titanium screws l4-l5. Insertion of intervertebral biomechanical device using spacer biomechanical device l4-l5. Use of local bone graft augmented with bmp allograft material for purposes of fusion. As per op-notes, ¿..next, local bone graft augmented with rhbmp-2 allograft material was then packed into the disc space and this followed by a intervertebral cage.¿ no patient complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.